Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The bacterial peritonitis was manifested by cloudy effluent and abdominal pain. One day after onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was not determined. Beginning on the date hospitalization started; the patient was treated with intraperitoneal cefazoline (2 grams per day, duration not reported) and intraperitoneal gentamycin (80 milligrams per day, duration not reported) for the bacterial peritonitis event. Antibiotic treatment was ongoing at the time of this report. Dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the bacterial peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Thirty-six days after onset of the previously reported peritonitis event, dianeal therapies were discontinued and the patient was switched to hemodialysis therapy (previously, the status of dianeal therapies was ongoing). The cause of the previously reported peritonitis was unknown (previously, the cause was reported as undetermined). After six days of antibiotic treatment, cefazoline and gentamycin therapies were discontinued. Seven days after onset of the previously reported peritonitis event, the patient began treatment with fortum 2 grams per day intraperitoneally for twenty-two days for the peritonitis. After forty-three days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis event (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.